Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3387s-40, lot# v006341, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v011588, implanted: (B)(6) 2007, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the reporter needed help figuring out how much longer the implantable neurostimulator (ins) had on it. The estimated longevity was 55 months and it had ¿months¿ left before it was end of service (eos). The reporter also needed help knowing the difference between therapy impedance. The therapy impedance was 3.71 and the reporter checked it later that time after interrogating the ins and it was 3.69. The reporter stated it was checked in february and was 3.71; note that these appear to be voltages and not impedances. It was noted that high impedances were seen in february. The reporter then stated that in february the estimated longevity was 72.7 months and showed 3.71 with 1,241 ohms. The notes from february showed contacts 0 and 1 were over 2,000 ohms. Additional information was requested, but was not available as of the date of this report.